Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe had a deformed stopper, preventing the draw of liquid. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7142872. Two investigations were carried out. First investigation summary: customer returned (19) 3/10cc, 12.7mm, 29g syringes (12 loose, 7 in a sealed poly bag) from lot # 7142872. Customer states that the stopper was deformed. All returned syringes were examined and 3 samples from the sealed poly bag and all of the loose samples exhibited a deformed stopper. Samples were forwarded to manufacturing (holdrege) on 16mar2018 for further review. Second investigation summary: on 20mar2018, holdrege received nineteen (19) 0.3ml, 12.7mm, 29g syringes (12 loose, 7 in sealed polybags) from batch# 7142872. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All samples were cycle tested and all samples exhibiting deformed stoppers were disassembled and in all cases the stoppers maintained their deformed configuration. All syringe barrels appeared to have sufficient lubricant (silicone) during cycle testing. Probable root cause likely to be a supplier-related manufacturing process. CAPA 122939 was initiated by the holdrege plant to address deformed/damages stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200701399] noted for dry barrels. There were two (2) notifications [200701815, 200701400] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.